Event description:
Reporting rationale: serious injury- medical intervention. Reporting status: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the target lesion was in the mid lad. After implanting a 2.25x28mm minivision, an attempt was made to place the 2.5x 08mm minivision stent; however, there was difficulty advancing it through the guiding catheter. The stent dislodged at the distal portion of the guiding catheter. A snare device was used to successfully remove the stent implant from the pt. A cine of the procedure was returned for review. The cine review revealed a vessel spasm occurred during the procedure. No add'l event or pt info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor. Results: product performance engineering has not completed their review of this event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the stent implant and in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was returned dislodged from the sds. The stent implant was mangled and smashed. The balloon was tightly folded. There were crimp marks visible between the markers. There were three bends in the hypotube 33 cm, 42.5 cm, and 54.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. The stent implant outer diameters could not be measured due to the damage to the stent implant. Product performance engineering has not completed their review of this event at the time of this report. Results and conclusions will be forwarded upon completion.